Event description:
Patient pacer dependent, requires 100% pacing. Pacer stopped working without warning, battery light did not come on. Patient lost consciousness briefly. Second pacemaker implanted at bedside. Patient connected without difficulty.